Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that surgery was not yet scheduled, patient to consult with hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that there was poor communication with the ins. The patient said they tried restarting a recharge session and they plugged in the insr which was 1/4 full, blinking to 1/2. The patient said they last had stimulation on august 3rd. The patient was getting the poor communication screen on the programmer with and without antenna. The patient said that they very rarely used the programmer. The patient was directed to follow-up with their healthcare professional and the patient said their next appointment was on august 14th. No further complications were reported. Additional information received from a manufacturing representative (rep) and a patient indicated that the patient was unable to charge the ins per normal. It was noted that the patient hadn¿t charged in 3 weeks. The rep assisted the patient with charging the ins using the antenna locate tool. It was noted that a power on reset (por) appeared on the re charge screen but flipped into normal charge after. The repis meeting with the patient later on the day of the report to clear the por. The rep stated that they discussed a decrease in battery capacity and discussed the benefits of the new ins platform. The patient was interested in early battery replacement, and the physician was notified. The issue was not resolved at the time of the report. It was noted that surgical intervention was planned but it is unknown if it has been scheduled at this time. No further complications were reported or anticipated.